Event description:
It is reported that a customer experienced high blood glucose of 541 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer called requesting a replacement pump as she waits for the insulin pump she waited for her up grade insulin pump. The customer stated that she had to pick up her kids from school and will call back. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.